Event description:
It was reported the bassinet tub/basket could not lock into place, indicating a potential of the basket falling off. There was no reported patient involvement, medical intervention, or clinically significant delay in treatment as a result of this malfunction.

Manufacturer narrative:
Updated to reflect device inspection.

Event description:
It was reported the bassinet tub/basket could not lock into place, indicating a potential of the basket falling off. There was no reported patient involvement, medical intervention, or clinically significant delay in treatment as a result of this malfunction.